Event description:
Caller reported a malfunction on the pump, specifically referring to malf 1. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, and caller performed the reset successfully, with the malfunction not recurring thereafter. Customer was advised to call back if the issue reappears and was informed they could continue using the pump.